Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap of insulin pump was coming off. The blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The product will be returned for the analysis.